Event description:
The tip of applier tube broke off into pt while attempting to deploy marker. A second marker was used in which the marker would not deploy. They were unable to retrieve the piece. They did not find it using x-ray or on the table. There are no plans to search for the piece left in the pt and there is no reported pt condequence.